Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports that they were in the hospital for ICD implantation. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed a medication for the skin irritation. Follow up indicated that the skin irritation improved.